Manufacturer narrative:
A ge rep evaluated the sys and replaced the generator driver board. The sys operates as intended.

Event description:
It was reported that the generator driver and the snubber failed during testing. This rendered the sys unusable. There is no report of injury or death associated with this event.